Event description:
Additional information received from the consumer reported that the device was going to be removed at an unknown date.

Manufacturer narrative:
Concomitant product(s): product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they had been in the hospital since (B)(6) 2015. They had been unconscious for a part of the time they spent in the hospital. The patient was having severe pain in their back and had a loss of control of their legs and hands. The patient thought they had meningitis and an infection but they had not been diagnosed with either. The cause of the issues was unknown but it was thought that it could be guillain-barre syndrome. They were not sure if the back pain was related to the device but they thought that the implantable neurostimulator (ins) was sitting on a nerve. No testing had been done to confirm if the ins was sitting on a nerve. They wanted their ins removes so they could have an MRI. The patient was indicated for spinal pain and chronic low back pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received in the patient's medical records for his stay in the hospital from the healthcare professional. The patient had become acutely confused, disoriented and had a low grade fever and was placed on broad-spectrum antibiotics to cover possible infection. Due to increasing respiratory distress he was transferred to the intensive care unit. He gradually improved, but had evidence of aspiration so a feeding tube was left. The patient was bothered by severe back pain and had a progressive decline in his mental status with confusion, multiple falls and increasing agitation. The patient was unable to stand because of the weakness in his legs. The patient reported paresthesia in his upper extremities as well as some mild swelling of the fingers and difficulty with hand grip. The patient also had chills, headache, pedal edema, difficulty with urination and joint pain. The patient experienced syncope and was acutely ill. During his stay the patient had CT scans, x-rays and blood and urine culture growths performed. Conclusions from the healthcare professionals included that the patient had an arthritic change and degenerative joint disease. Acute viral encephalitis and noninfectious encephalopathy were found with new onset leukocytosis and hypokalemia. The patient had difficulty with focus and speech and dysphagia. All blood cultures were negative and the patient gradually improved and physical therapy was initiated. Arrangements were made for him to be transferred to a rehabilitation facility for continued physical therapy and rehabilitative services.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional reported trial system results from a follow up appointment on (B)(6) 2013. The patient's trialing system had helped 75%. It was a good trial as evidenced by less pain with activities of daily living, less dependence on pain medication, coverage of the respective areas; it was determined that they would proceed with the implant.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was hospitalized for the guillain-barre syndrome. The patient had not been able to find a physician to explant the neurostimulator. He had had 2 different physicians say that they did not put it in so they would not remove it. An appointment was scheduled on (B)(6) 2015 with the neurosurgery department. The patient was hopeful someone there would remove the stimulator. The reason he wanted the stimulator removed was because he thought it was sitting on a nerve. That was why he had pain. He did not think there was any infection or anything like that; it was just in the wrong position. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.